Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient required revision due to pain on (B)(6) 2012. During that procedure, a hex head screwdriver broke and prevented removal of the implant. The patient was taken back in (B)(6) 2012 to remove the hinge pin.